Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unspecified breast surgery with an unknown mentor silicone breast implant experienced bilateral rupture and right sided capsular contracture grade IV post procedure. The issue was diagnosed through physical examination. As a result, patient scheduled for bilateral replacements with unknown implants on (B)(6), 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Suspect device received on september 23, 2022 device evaluation completed on september 27 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 375cc breast implant was found to be ruptured. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4) this was mistakenly reported in follow up (1): left suspect device: 5601710. Right suspect device: 5571829.

Manufacturer narrative:
Additional information received on september 2, 2022 indicated that the patient underwent bilateral replacements as follow: left: cat#:smhx470 sn#: (B)(6), right: cat#:smhx470 sn#: (B)(6). Right impacted device: lot#: 5571829, cat#: 3503751bc. Right impacted device: lot#: 5601710 cat#: 3503751bc. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).